Event description:
It was reported that the patient was given a steroid injection to treat pain and pes bursitis approximately three (3) months following left knee arthroplasty. Initial operative notes noted no intraoperative complications.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona cruciate retaining cemented narrow femoral component size 8 left catalog #: 42502006401 lot #: 67159695, persona medial congruent articular surface left 11mm size 8-11/ef catalog #: 42512100811 lot #: 67291621, persona all poly patella 32mm catalog #: 42540000032 lot #: 6723051. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.